Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the screen display is flashing limb lead problems intermittently. There was no reported patient involvement.

Manufacturer narrative:
The reported problem was unable to be reproduced. The philips bench replaced the therapy cable connector as a precaution. The device passed all performance assurance testing and was returned to the customer.